Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call prime anomaly on the insulin pump. Customer¿s blood glucose level was 291 mg/dl. Troubleshooting was performed. Customer advised they were stuck in the preparing to prime loop. Customer advised they received the second series of beeps and numbers did appear on their display screen. Customer advised the reservoir was sticking out of the insulin pump. Customer was unable to complete the prime and rewind process. The insulin pump will not be returned for analysis.